Manufacturer narrative:
Corrected information: d4 (primary UDI number) investigation ¿ evaluation as reported, during a stone removal procedure in the ureter, the tip of the 'ncircle tipless stone extractor' "appeared" to be bent. According to the reporter, the basket appeared to open and close, however, the basket when being opened appeared to come out on an angle. Upon closer inspection, the tip of the basked appeared to be bent. The procedure was completed successfully by opening another basket and the patient did not require further treatment. The patient did not require any additional procedures or experience any adverse effects due to this event. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), as well as a visual examination and functional testing of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label. A significant curve was noted in basket sheath that starts 8 cm from distal tip. The support sheath is bowed in appearance. The device was returned with basket formation partially closed. A functional test was conducted where the handle actuated the basket formation. Visual examination noted that two of the basket wires appear pulled on or stretched outward. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device did not provide any information related to the reported issue. Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a stone removal procedure in the ureter, the tip of the 'ncircle tipless stone extractor' "appeared" to be bent. According to the reporter, the basket appeared to open and close, however, the basket when being opened appeared to come out on an angle. Upon closer inspection, the tip of the basked appeared to be bent. The procedure was completed successfully by opening another basket and the patient did not require further treatment. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = unknown; health professional = yes. G4: PMA/510(k) # = exempt. H3: device evaluated by mfg = device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.